Manufacturer narrative:
Article citation: ¿one-step prepectoral breast reconstruction with dermal matrix - covered implant compared to submuscular implantation: functional and cost evaluation.¿ leonardo cattelani, et. Al., clinical breast cancer, 2017, p. 1-9. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This event is a known potential adverse event addressed in both silicone and tissue expander labeling. As it is unknown whether the affected device is silicone or tissue expander, no device labeling can be sent at this time.

Event description:
Through journal article ¿one-step prepectoral breast reconstruction with dermal matrix - covered implant compared to submuscular implantation: functional and cost evaluation¿, physician reported event of unknown side ¿implant loss¿ within 15 days after surgery due to ¿onset of skin flap necrosis.¿ it is unknown if this event occurred when a breast implant or a tissue expander was implanted. The device was explanted. Treatment for post-procedural pain included ¿paracetamol,¿ ¿ketoprofen, and ¿ unspecified ¿opioids¿.